Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad, prime anomalies and also had motor error. The customer¿s blood glucose level was unknown. The customer reported that they had multiple no delivery alert prime or rewind was making louder noise. It was reported that the buttons were sticking one button in particular and also had motor error showed when no delivery pump was scratched. The insulin pump will not be returned for analysis.